Event description:
Raytec 4x4 sponges shed particles that could get into a patient wound and cause problems such as adhesions. The particles appear to be some type of sizing or coating that is on the gauze. When you manipulate the sponges, they shed specs and tiny filaments. It is not lint: it is actual particles of the sponges themselves. This is occurring with multiple lots. Staff are unable to determine which sponges will disintegrate prior to opening the package; only when the sponges are manipulated can the problem be detected. Staff are checking the sponges before they are used on a patient. Faulty product is not used on the patient.